Event description:
It was reported that the batteries were not recognized by the controller and exhibited power switching for approximately a week or so. The patient went to the hospital and the batteries were exchanged with hospital owned batteries, after about thirty minutes the switching occurred again. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial#(B)(6). UDI #: (B)(4). D9: no h3: no h4: mfg date: 23-aug-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial#(B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 24-aug-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial#(B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 23-aug-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial#(B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 23-aug-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial#(B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 24-aug-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial#(B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 24-aug-2023 h5: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and six (6) batteries (B)(6) were returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection of the controller revealed no anomalies. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Supplemental testing also revealed contamination within the pins. Failure analysis of (B)(6) re vealed that the returned devices passed visual inspection and functional testing. Internal visual inspection of the batteries revealed no anomalies. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 01/feb/2024 at 15:10:58, likely due to a physical disconnection of the driveline from the controller during the reported controller exchange. As a result, the reported power switching events were confirmed. The reported ¿batteries not recognized by the controller¿ could not be confirmed; however, is possible that this is related to the observed power switching event. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported batteries not recognized and power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6), d9: yes, return date: 2024-03-04, h3: yes, d1: battery d4: (B)(6), d9: yes, return date: 2024-03-04, h3: yes, d1: battery d4: (B)(4), d9: yes, return date: 2024-03-04, h3: yes, d1: battery d4: (B)(4), d9: yes, return date: 2024-03-04, h3: yes, d1: battery, d4: (B)(4), d9: yes, return date: 2024-03-04, h3: yes, d1: battery d4: (B)(4), d9: yes, return date: 2024-03-04, h3: yes, d1: battery, d4: (B)(4), h3: yes d1: battery d4: (B)(6), h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: battery (B)(6) d9: yes, return date: 04-mar-2024 battery (B)(6). D9: yes, return date: 04-mar-2024 battery (B)(6). D9: yes, return date: 04-mar-2024 battery (B)(6). D9: yes, return date: 04-mar-2024 battery (B)(6). D9: yes, return date: 04-mar-2024 battery (B)(6). D9: yes, return date: 04-mar-2024. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2024 / serial #: (B)(6). D9: no h3: no h4: mfg date: 26-sep-2023 h5: no. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2024 / serial #: (B)(6). D9: no h3: no h4: mfg date: 20-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.